Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance or troubleshooting, and therefore, no additional actions were taken by technical support.